Event description:
It was reported that the (51) pcu front case with keypad will be replaced related to various keypad issues due to broken, would not turn on, auto turn on by itself, and bad keypad. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional; h6: event problem and evaluation codes - additional. The reported complaint of 51 pcu keypad failing was confirmed on 37 keypads during testing. Significant trace damage was observed during an internal inspection of the keypad. Previous cad failure investigations have identified this issue associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when being pressed. Review of the pcu (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for the investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (51) pcu front case with keypad will be replaced related to various keypad issues due to broken, would not turn on, auto turn on by itself, and bad keypad. There was no patient involvement.